Manufacturer narrative:
Block b3: exact date unknown, event occurred in may 2024. Block d6b: explant date: on (B)(6) 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7136272, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7136164, UDI: (B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to blood and back infection. Symptoms were fever and started feeling ill. The physician believed that infection came from the farm animals that patient took care of and as well as cigarette smoking. The patient underwent explant procedure, and all explanted products were not returned.